Event description:
The insulin infusion device was sent back unauthorized and a company rep contacted the pt's father. The pt's father stated, the pt experienced elevated blood glucose readings while using the infusion device. He did not know how high the readings were nor did he "remember the circumstances surrounding the incident." He stated, the incident happened in july while the pt was with her mother. He said he did not think she received any error messages on the infusion device to alert her to a concern. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was returned for evaluation.